Event description:
The patient's left internal carotid artery (ica) beginning segment was over 80% stenosed. During the procedure, the 8f mpa1 guiding catheter successfully reached the target site. When the physician loaded the filter basket into the deployment sheath, he felt friction. But he pulled it by a little force to succeed the loading process. Then he advanced the filter basket to the target site; however, the filter basket could not be deployed. The device was stored and handling according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to use. The lesion was described as 4cm in length, eccentric, with slight calcification. Residual stenosis was unknown. The reference vessel was 5mm in diameter and slightly tortuous. The angioguard was sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the device towards the lesion. No unusual force was used at any time during the procedure. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both the proximal and distal markers were positioned distal to the lesion being treated. The physician changed to another 5mm angioguard rx to complete the procedure. Product analysis reported the filter basket components and coil tip were noted with a kink in one of the struts and the tip coil was stretched at 1mm from bullet coil. Therefore, the complaint was determined to be a reportable product malfunction. The qualrap confirmed that during the procedure, when the physician withdrew the product, he found the kink in one of the struts and the stretched tip coil.

Manufacturer narrative:
The product was returned for evaluation and the product analysis was completed. When loading the filter basket into the delivery sheath, it was noted that it took more force than usual to do so. The delivery sheath was then advanced to the target site; however, the filter basket could not be deployed. The physician changed to another angioguard rx to complete the procedure. There was no reported patient injury. Product analysis reported the filter basket components and coil tip were noted with a kink in one of the struts and the tip coil was stretched at 1mm from bullet coil. One non sterile angioguard rx ecgw rx/5mm basket diameter/180cm was received coiled inside of a plastic bag. The coil dispenser, torque device and anti-migration clips were not received for evaluation. The filter basket was received deployed without visual damage at naked eye. The deployment sheath was unzipped 44 cm from delivery wire beginning from proximal end of it, and the green hub was not attached to the deployment sheath (it appears that was separated / ripped). Blood residuals were observed in the delivery wire. No other visual anomalies were found in the received unit. The capture sheath was received without any visual damage on it. The filter basket components (filter struts, membrane and marker bands) and coil tip were inspected under microscope and was noted a kink in one of the struts and the tip coil was stretched at 1 mm from bullet coil. The functional analysis wasn't performed due to received condition of the deployment sheath. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428875. This packaging lot contained 150 units, which were shipped from lake region medical on december 13, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The cause of the damages in the device, found during analysis could not be determined; however, these do not appear to be manufacturing related of the product. Procedural factors may have contributed with these. The reported failures by the customer "loading (docking) difficulty" and "deployment difficulty into delivery sheath" were not confirmed owing to received condition of the device. The cause of events experienced by the customer during preparation of the device could not be conclusively determined. The device did not present any obvious manufacturing defects or anomalies that may have contributed to failure as reported. The device history records indicate that the product met specification prior to shipment; therefore, no actions will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics, and/or user handling.